Event description:
A nurse reported that the suction did not function during the surgery, even through the product primed without any advisory code. The product was exchanged and surgery was completed without harm to the patient. The sample is expected to return.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).